Manufacturer narrative:
Correction: manufacturer address. Device evaluation: all five unused and originally packaged 139104ext ultraclean electrode blades were returned for evaluation. Visual inspection performed by a packaging engineer determined three devices failed visual inspection due to creep seen in the seal area which is caused by the device. These three devices, however, passed the dye leak test therefore there was no breach in sterility. Two devices failed both the visual inspection and dye leak test. Creep caused by the device created a channel in the seal that caused a breach in sterility. Manufacturer investigation: the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product and no deviations were noted. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing 2,800 units, there has been one report with five involving five confirmed devices for this failure mode. A two-year review of device history revealed (B)(4) similar complaints involving have been reported. During this same timeframe, (B)(4) devices have been sold worldwide making the occurrence rate of this failure (B)(4) percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. Standard clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was not sealed and therefore would prompt the end user to discard it and obtain a new sterile device. To date there have been no reported long term adverse effects related to this issue. This issue will continue to be monitored through the complaint system.

Manufacturer narrative:
The reported five 139104ext- ultraclean electrodes are expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(6) reported that during inspection of incoming products, five ultraclean electrodes were discovered with "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user.